Event description:
Drug/diluent: lidocaine 2%. Fill volume: unknown. Flow rate: 5ml. Procedure: shoulder surgery. Cathplace: shoulder. A (B)(4) representative reported the death of a patient using an I-flow pump following shoulder surgery. Surgery was performed on (B)(6) 2011. A catheter was placed in the joint and was connected to an on-q painbuster. The pump was filled with 2% lidocaine. The patient's parents reported that she had been confused, delirious, and had complained of nausea. The parents claim she also had a seizure. On (B)(6) 2011, the patient was found deceased at approximately 0600 hours at home. Resuscitation attempts were not successful. A post-mortem examination by a medical examiner (me) found a blood level of lidocaine of 6.4 mcg/ml./ the me concluded that the cause of death was due to lidocaine toxicity. The medical examiner reported that the patient had a history of diabetes. Liver and kidneys were reported as normal during the post-mortem examination. The medical examiner noted there was no other medical history that would have contributed to the death. There were no other medications found in the patient's system that would have contributed to lidocaine toxicity. Per dfu: nominal flow rate: 5ml/hr. Nominal fill volume: 270ml. The infusion delivery time is 54 hours (2.25 days) when filled to nominal volume and flow rate.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusion: a follow-up report will be filed when investigation has been completed.